Event description:
It was reported that the device was used during laparoscopic colon procedure. Two hours post operative, the pt returned to surgery for intraluminal bleeding. The surgeon repaired the anastomosis with hand suture.